Event description:
It was reported that the patient suffered an abdominal hernia requiring surgical intervention to replace and relocate the artificial urinary sphincter (aus) balloon. The aus did not contribute to the hernia. There were no further patient complications.